Event description:
It was reported that the actual residual volume was greater than the expected residual volume (specific values for volumes not provided). It was stated that at the last refill, nurse withdrew "2 syringes" of medication. Healthcare provider (hcp) "shut off" the pump and the patient was asked to find another hcp. The pump was filled with saline with the alarm date set for "(B)(6)-2020". No diagnostic tests were done. Patient was looking for a new physician. Drug delivered via the pump was hydromorphone (dilaudid) at a daily dose of 0.4997mg; currently saline at a daily dose of 0.0539mg.

Manufacturer narrative:
Catheter model: 8703w, lot#: l37628, implanted: 1996-(B)(6), explanted: unk.

Event description:
Additional information: it was later reported that the pump failed to deliver medication; an unrecovered motor stall was indicated. Cause of motor stall was not known. It was added that patient was hospitalized for the event; had no signs/symptoms associated with the event and outcome was noted as no injury. In addition to dilaudid the pump also infused bupivacaine. It was also reported that the patient had concerns with device or therapy; "pain pump quit working". Patient was provided with the choice of "explant, leave it, or replacement". A follow-up report will be sent if additional information becomes available.